Event description:
A report was received from the affiliate indicating that a healthcare worker was burned when removing used cassettes from the cassette collection box without waterproof gloves. The pt felt soreness in her hand, however, did not see a doctor. The symptoms cleared within 1 day. There were no medications prescribed. The vaporizer plate in place and the unit remains in use.

Manufacturer narrative:
(B)(4). Per the sterrad 100s sterilizer user's guide - direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a cancelled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard and wash before re-use.